Event description:
It was reported that the leads were "not working right." Follow-up revealed that there is high right ventricular (rv) output. It was also reported that the right atrial (ra) lead had decreasing and low impedance, and unipolar impedance was greater than bipolar impedance. The ra lead also had no capture at high output and the sensing value was low. The ra lead was left in unipolar and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.